Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, "leaking at valve" and burning.

Event description:
Patient called to report right side rupture and "leaking at valve". Additionally healthcare professional reported a right side "burning." Device remains implanted.